Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Three passes were made with the subject retrieval device to remove a clot from the right m1 middle cerebral artery (mca). There were no difficulties and/or any complications encountered during the procedure that could have contributed to the reported event. The procedure was completed with a thrombolysis in cerebral infarction (tici) score of 2b. It was reported that two days post procedure a symptomatic intracranial hemorrhage (sich) occurred. The patient was treated medically (not specified). The physician believed that the sich was a hemorrhagic conversion of the index stroke with no major change in the patient's condition. The relationship of this hemorrhagic conversion was unknown to the procedure and unrelated to the subject retrieval device.

Manufacturer narrative:
The device disposed in the hospital.

Event description:
Three passes were made with the subject retrieval device to remove a clot from the right m1 middle cerebral artery (mca). There were no difficulties and/or any complications encountered during the procedure that could have contributed to the reported event. The procedure was completed with a thrombolysis in cerebral infarction (tici) score of 2b. It was reported that two days post procedure a symptomatic intracranial hemorrhage (sich) occurred. The patient was treated medically (not specified). The physician believed that the sich was a hemorrhagic conversion of the index stroke with no major change in the patient's condition. The relationship of this hemorrhagic conversion was unknown to the procedure and unrelated to the subject retrieval device.